Event description:
The customer reported that the pink slid insert was not visible. The pod was worn for 8 hours and the customer's blood glucose was between 300 and 400 mg/dl during that time.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needed mechanism failure to fire or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.